Event description:
It was reported that, "the templating showed that it was the stem with the item number that would fit. The trial stem matched this size, but when the surgeon should implant the stem it went down (it sanked)."

Manufacturer narrative:
Device not returned. No eval will be performed. If device becomes available with additional info a supplemental report will be issued.